Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips were able to open and close, but yaw motion seemed to be non-intuitive. The instrument was found to have a loose grip cable at the proximal end when the housing was removed. No signs of broken or derailed grip cable was observed. The instrument was found to have a dislodged grip cable at the proximal end when the housing was removed. As a result, non-intuitive motion can be observed. The instrument was found to have a misaligned roll gear. The instrument's main tube was rotated to the home position and the roll gear tab was found to be in a different position compared to a good, in-related to the roll gear misalignment. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver had non-intuitive motion. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.